Manufacturer narrative:
The specific date of deaths(s) was not provided. It was indicated the death(s) occurred prior to date, (B)(6) 2014, the reporter made the remark. Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the initial reporter read on (B)(6) that patients had died from using rechargeable devices. The initial reporter did not have patient names or websites where she saw the information. She thought her manufacturing representative told her that there were lawsuits that were pending due to patient deaths from recharging, but it was clarified that the manufacturing representative specially stated that he had heard of no deaths in relations to what she was referring to.